Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2020-08320. The patient presented in-clinic following a vibratory alert from the device. It was then noted that the defibrillation impedance of the right ventricular (rv) lead was high and out-of-range. Furthermore, loss of capture that resulted in high capture threshold was also noted on the left ventricular (lv) lead. Technical support was contacted but the loss of capture could not be confirmed. Moreover, the impedance was measured multiple times during the in-clinic appointment but it was unremarkable. X-ray imaging was then conducted but was unremarkable as well. The device was reprogrammed to resolve the event. The patient was stable with no consequences.